Manufacturer narrative:
It was reported that the 6mm poly insert did not properly sit in the tray during surgery. A 1-2mm gap was present posteriorly. The 8mm poly insert was implanted to complete the case. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the 6mm poly insert did not properly sit in the tray during surgery. A 1-2mm gap was present posteriorly. The 8mm poly insert was implanted to complete the case.